Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Fse arrived onsite to address the reported event. Fse confirmed the error by reviewing the error log, and reproduced the error by performing a liquid level sense test. The sampling arm would intermittently stop while short of the sampling cup, only moving approximately two inches down. Fse cleaned the guide rods, and drive spindle for the z-axis of the sampling arm, and adjusted the hand touch ad, sample cup bottom, and sample tube bottom parameters to resolve the issue. Subsequent liquid level sense tests, and quality control (qc) results passed within published ranges. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 17dec2018 through aware date 17jan2020. There was one similar complaint identified during the searched period. The aia-360 operator's manual, section7- list of error messages was reviewed. 2010 sample level failure the a1a-360 operator's manual indicates that 2010 sample level failure error message is generated when a liquid detection open-circuit error occurs at the sample nozzle. The operator is instructed to contact the service department. The most probable cause of the reported event was due to liquid sense out of range, and a dirty dispensing arm (sampling arm) surface detection sensor.

Event description:
The customer reported receiving the 2010 sample level failure error when their aia-360 analyzer was turned on that morning. The customer stated that they primed prior to start up, and that the tip was clean. Technical support (ts) instructed to prime the sampler again, however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.